Manufacturer narrative:
Investigation of this event concluded that the root cause of the falsely elevated results is the presence of heterophilic antibodies in the patient samples. Treating the samples with heterophilic blocking tubes yielded lower results than the untreated samples, suggesting the presence of heterophilic antibodies in the patient's samples. The instrument was operating as intended. The device labeling, located in the other limitations section of the vitros tsh instructions for use states: "heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing."

Event description:
The customer obtained reproducible, falsely elevated vitros tsh results from multiple samples from the same patient processed on a vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous results were reported from the laboratory to the clinician. There was no report of patient harm as a result of this event. This report is one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics, inc. (B)(4)